Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when the asymptomatic patient presented in-clinic during a follow-up, post-paced t-wave oversensing was observed via real-time egm. The device was reprogrammed, and it resolved the oversensing issue.